Event description:
It was reported that when the surgeon was pulling a new lead out of the casing, it broke, requiring the use of another lead. The company representative attending the surgery indicated that the surgeon used a surgical instrument to remove the lead from its casing. The surgeon indicated that he didn't remember what had happened to break the lead when taking it out of the casing. The manufacturer's device history records were reviewed and the lead passed the final quality and functional tests prior to release. No further relevant information has been received to date. The suspect product has not been received to date.